Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the plates and sleeve were not in the needle. One plate and sleeve appeared to be damage. The other plate could not be seen in the photo. A manufacturing record evaluation was performed for the finished device lot number: 9l03263, and no nonconformances were identified. Based on the condition of the device, this complaint cannot be confirmed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. The double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the main pusher rod is bent upwards; it can deploy both implants at the same time; this bend in pusher rod is typical of aggressively removing the needle. However, it cannot be conclusively affirmed. As per IFU, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that two plates on the omnispan meniscal repair system/12 degree device were deployed at the same time after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==>the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the needle, one implant, suture and the sleeve were returned for evaluation. All components are detached from each other. The suture is frayed and has biological matter in segments. The needle, plate and sleeve had not structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 9l03263, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection results, this complaint cannot be confirmed. The double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the main pusher rod is bent upwards; it can deploy both implants at the same time; this bend in pusher rod is typical of aggressively removing the needle. However, it cannot be conclusively affirmed. The possible root cause for the frayed suture can be attributed to procedures variables such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it, however, this cannot be conclusively determined. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.